Event description:
Customer reports several incidents of arterial catheters not providing a reading and needing to be replaced. No additional patient or event details were available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports several incidents of arterial catheters not providing a reading and needing to be replaced. No additional patient or event details were available.

Manufacturer narrative:
(B)(4). The customer returned one, unopened arterial kit for analysis. As the reported defect occurred "during use" , it is being assumed that the returned is a representative sample. The kit was opened to further inspect its contents. Visual inspection of the returned catheter did not reveal any defects or anomalies. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "thread tip of catheter over guidewire". The returned guide wire was threaded completely through the catheter with no resistance. The catheter was flushed with a lab inventory syringe and no blockages or leaks were detected. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The customer report of a faulty arterial catheter was not able to be confirmed by complaint investigation of the returned sample. One representative sample was returned. The returned catheter passed all relevant visual and functional testing. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, no issues were found on the returned arterial catheter, and the probable root cause could not be determined without the actual sample returned for evaluation. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reports several incidents of arterial catheters not providing a reading and needing to be replaced. No additional patient or event details were available.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports several incidents of arterial catheters not providing a reading and needing to be replaced. No additional patient or event details were available.